Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00895. Item#sbgl3007; lot#64808624. Other associated products: item#405800; lot#65795032, iitem#sagl2042; lot#65877236, item#sagp0002; lot#65455457, item#113630; lot#65576403, item#113032; lot#j7316867, item#118001; lot#j7347730.

Event description:
It was reported that a reamer broke during a procedure. No harm or impact to the patient was reported. Attempts have been made and no additional information on the reported event is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed code: mechanical (g04) - drill. Visual examination of the returned product identified wear around the collar and had cracked and damaged tips. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.